Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd extension set experienced leakage from the tubing¿s plastic circular element. Due to the leakage, cassettes required early replacement, resulting in a reduced drug dose with a total loss of 3.24 mcg from 25.5 ml diluted in the cassette. Despite strong protection of the extension set, leaks were observed in the filter, leaving wet marks on the patient¿s clothing, along with air bubbles and steam inside the filter. The event occurred during infusion. There was patient involvement and no patient harm/adverse event reported.